Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 5% overnight. Subsequently, the customer was having difficulty charging the pump despite the attempt of multiple wall adapters. The battery gauge then jumped up to 100% while not connected to a power source. The customer¿s blood glucose level was 120 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.